Manufacturer narrative:
Telephone number is (B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure, a 6x15 palmaz genesis stent placed in a 75% occluded lesion in the renal artery that was mildly calcified and tortuous ruptured at approximately 8 atmospheres (atm) during inflation. It was changed to another new balloon (6mm). The procedure finished successfully. There was no reported patient injury. The will be returned for analysis. Additional information was received that the device prepped normally. The brand of contrast media and the contrast to saline ratio used are unknown. The type and brand of inflation device used is unknown. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the device through the rotating hemostatic valve or while inserting the device through the guide catheter. It is also unknown if there was difficulty advancing the device through the vessel. It is unknown if there was any difficulty crossing the lesion or if the device was ever in an acute bend. It is unknown if the balloon inflated normally. The maximum inflation pressure is unknown. It is also unknown if the device easily removed and if it was intact upon removal.

Manufacturer narrative:
As reported, during an interventional procedure, a 6.0x15 palmaz genesis stent was placed in a (B)(4) occluded lesion in the renal artery that was mildly calcified and tortuous, however the balloon ruptured at approximately 8 atmospheres (atm) during inflation. It was changed to another new balloon (6mm). The procedure was finished successfully. There was no reported patient injury. Additional information was received that the device prepped normally. The brand of contrast media and the contrast to saline ratio used are unknown. The type and brand of inflation device used is unknown. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the device through the rotating hemostatic valve or while inserting the device through the guide catheter. It is also unknown if there was difficulty advancing the device through the vessel. It is unknown if there was any difficulty crossing the lesion or if the device was ever in an acute bend. It is unknown if the balloon inflated normally. The maximum inflation pressure is unknown. It is also unknown if the device easily removed and if it was intact upon removal. One non sterile catheter sds rx gen. Amiia 6.0x15 142cm was received coiled inside a plastic bag. The balloon was received deflated and it appears to have been previously inflated. No anomalies were found during visual analysis. Leak test could not be performed since a leak was observed in the proximal section of balloon as well as in the outer body, close to the proximal end of the balloon. The device was sent to sem analysis to identify the cause of balloon leakage. Results showed that the external surface presented evidence of scratched and abrasion marks that could be related to the balloon pinhole. The internal surface and distal marker band did not present with any evidence of damages. Review of lot 17277701 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event of ¿balloon ¿ burst¿ reported by the customer was not confirmed. However, leaks were noted during analysis in the balloon as well as in the outer body, close to the balloon proximal end. The exact cause of the event experienced by the customer could not be conclusively determined. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. Controls are in place to prevent defective balloons from leaving the facility. Neither the DHR review nor the product analysis suggests that the difficulties experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.